Event description:
It was reported that during a scheduled device changeout, a right ventricular (rv) lead was surgically abandoned due to low r-wave amplitudes. No additional adverse patient effects were reported.